Event description:
It was reported that during the procedure, subject stent was unsheathed multiple times and could not be opened after continuous manipulation, so the subject stent was pulled out and replaced with another one to successfully complete the procedure. Surgical delay of 10 minutes was observed, and operator noticed a blue material on the proximal end of the subject stent after the procedure. Patient also had a stroke after one day of procedure. It is unknown if stroke was due to this subject flow diverter being manipulated in the patient multiple times. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided indicated the there were no reports of damage noted to the packaging prior to preparation of the device, device was prepped correctly as per dfu, continuous flush was maintained, however the interventional neuroradiologists (inr) did push a little bit of the delivery wire out the introducer and put a bend on the wire which may have contributed to the difficulty in the stent opening. Subject stent was unsheathed multiple times and began not to open after continuous manipulation. Stent was pulled out and a new one used. Noticed a blue material on the proximal end of the stent after the procedure. Another stent was opened and used. The patient did have a stroke the next day after the procedure. It is unknown if this was due to this flow diverter being manipulated in the patient multiple times. The patient anatomy was moderately tortuous. Additional information indicates a ' blue huck towel' is used during the procedure which most likely came in contact with the device during or after removal from the patient. Additional information indicates re-sheathing the device was attempted possibly 10 times. The dfu warns "do not attempt to partially deploy and recapture the implant more than three times or a loss of re-sheath performance may occur". The assignable cause of anticipated procedural complications was assigned to the as reported event 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open (when not implanted)¿ and product contaminated (inside sterile barrier (pouch)).

Event description:
It was reported that during the procedure, subject stent was unsheathed multiple times and could not be opened after continuous manipulation, so the subject stent was pulled out and replaced with another one to successfully complete the procedure. Surgical delay of 10 minutes was observed, and operator noticed a blue material on the proximal end of the subject stent after the procedure. Patient also had a stroke after one day of procedure. It is unknown if stroke was due to this subject flow diverter being manipulated in the patient multiple times. No further information is available.